Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in the operating room for normal eri change out. Externalized conductors were seen via fluoroscopy. The physician explanted and replaced the lead. No further information is available.

Manufacturer narrative:
Internal insulation abrasion was noted at 12.7-14.1cm, 14.0-14.6cm, and 28.9-29.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 28.7-29.2cm from the distal tip. The etfe coating was abraded at this location.